Event description:
A customer reported to baxter (B)(4) of a clearlink set in which the white spike separated from the luer after inserting it into a chemotherapuetic bag and attempting to prime. The unit was removed from the bag and washed with sodium ipochloride. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Evaluation summary: ten companion samples were received for evaluation. Visual inspection was performed on all the samples and no defects were observed. A gravity and underwater pressure test at 0.56 bar was performed. The solution flowed correctly and no defects were observed. The reported condition was not confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.